Event description:
Additional information received from the healthcare provider (hcp) via a clinical study indicated the outcome of the event was resolved without sequelae on (B)(6) 2016.

Event description:
Additional information was received from the healthcare professional via the clinical study. The provided pump logs show that the pump was last examined and updated on (B)(6) 2016; no change was made to the daily doses on this date. The pump delivered dilaudid (5.0 mg/ml at 2.7977 mg/day), bupivacaine (15 mg/ml at 8.393 mg/day), clonidine (250 mcg/ml at 139.88 mcg/day), and baclofen (250 mcg/ml at 139.88 mcg/day). The logs shows that patient-activated (pa) dosing was also enabled and the doses were as follows: 0.1331 mg dilaudid, 0.399 mg bupivacaine, 6.65 mcg clonidine, and 6.65 mcg baclofen; the patient was allowed a maximum of 6 pa doses/day.

Event description:
Additional information was received from a healthcare provider via product surveillance registry (psr). In regards to the reason for the catheter repositioning and no cerebrospinal fluid at l1-l2, the principal investigator (pi) felt like the patient was dealing with their severe adhesive arachnoiditis. There was no suspected issue with the actual catheter. Concomitant medications included hydromorphone. The patient's medical history included the following: pain, joint pain/arthritis, lumbar radiculopathy, lymphoid leukemia, bleeding disorder, steroid induced diabetes, hypertension, insomnia, pulmonary hypertension, total left hip replacement, and cardiac angiogram.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a physician and consumer via psr (product surveillance registry) regarding a patient receiving intrathecal compounded baclofen 250 mcg/ml (dose 140.30 mcg/day), dilaudid 5 mg/ml (dose 2.8060 mg/day), clonidine 250 mcg/ml (dose 140.3 mcg/day), and bupivacaine 20 mg/ml (dose 11.224 mg/day) via an implanted pump in simple continuous mode (last change (B)(6) 2015). The baclofen lot number was unknown. Indications for use (IFU) were listed as bone and malignant pain. The patient reported loss of pain relief and increased pain on (B)(6) 2016. The programming date from the most recent refill prior to the event was (B)(6) 2015. Intervention included the catheter being repositioned on (B)(6) 2016 and the event resulted in an unscheduled office visit. On (B)(6) 2016 a surgical observation was made and no cerebrospinal fluid (csf) at l1-l2 was noted. The event was related to the device or therapy (entire catheter) and not related to the implant procedure. The patient was scheduled for a catheter revision. During the revision surgery, the catheter was repositioned from t2 to t5 and no csf at l1-l2 with multiple approaches was observed. The outcome was ongoing. If additional information is received, a follow-up report will be sent.